Manufacturer narrative:
(B)(4).

Event description:
It was reported that "patient came for dialysis session at that time they flushed the catheter they noticed leakage at junction hub of the catheter." It was reported a new retrograde 19cm catheter was placed. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn # (B)(4). The actual device was not returned; however, the customer provided one video for analysis. Visual inspection of the video confirmed there was a leak between the arterial extension line and juncture hub. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "patient came for dialysis session at that time they flushed the catheter they noticed leakage at junction hub of the catheter." It was reported a new retrograde 19cm catheter was placed. No patient harm was reported. The patient's condition is reported as fine.